Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged from 190-240 mg/dl. Reportedly, the temperature of the pump changed prior to when the occlusion alarms were declared. During system check, the infusion tubing was identified as a possible cause but could not be confirmed. The customer indicated that the infusion tubing would be changed and insulin delivery would be resumed.